Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a re-stenosed concentric shunt lesion that was mildly calcified. The foxcross 7 x 40 mm balloon dilatation catheter (bdc) was being used for dilation, but ruptured during the third inflation at 13 atmospheres. The device was replaced with an unspecified balloon catheter to successfully complete the procedure. The foxcross bdc was prepped according to the instructions for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and scanning electron microscopy (sem) analysis were performed on the returned device. The balloon rupture was confirmed. The investigation was unable to determine a conclusive cause for the balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.